Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial pressure alarms occurred. The operator was not able to recover from the alarms before it was determined that the blood circuit was clotted, manual rinseback could not be performed resulting in a 210cc blood loss. There was no pt injury. No medical intervention was required